Event description:
Patient was revised to address possible tibial loosening. Apparently, the tibia fractured when putting in original implants. The patient has always complained of a painful knee.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.